Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding handpieces. It was reported that the site was having issues with the new handpieces. It did not cauterize or cut well at all, the tip stuck to the tissue, similar to the bovie, and it had been found that the coating on the tip had melted on one of the handpieces. The surgeon reported to have found these problems with the last 3 handpieces that they had used. The site claimed that the handpieces were not working as well as ¿the old ones¿ from the moment they were in use, and each time the site switched to an older handpiece on the same generator for the rest of the procedure. There was no impact on patient outcome.